Event description:
It was reported the balloon guide catheter was leaking proximally near the hub during preparation; there was no reported clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Device evaluated by mfg - updated to yes. Visual and microscopic inspection of the returned device found the shaft was kinked, likely due to handling; no other anomalies were observed. During functional testing, the balloon could not be inflated and fluid was found to be leaking between the proximal shaft and strain relief; the reported event was confirmed. The device history record (DHR) could not be reviewed because the lot number was not reported and no additional information was provided by the customer. Based on device analysis and the information currently available, the exact cause for the reported leak and observed balloon failure to inflate cannot be determined.

Event description:
It was reported the balloon guide catheter was leaking proximally near the hub during preparation; there was no reported clinical consequence to the patient as a result of this event.